Event description:
The event occurred on an unspecified date and involved a plum 360 device where it was reported cardiovascular reported air in the line on a critical patient infusing with a plum 360. The nurse was not able to remove the air form the line in the expected workflow. There was patient involvement and unknown adverse event

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. D4: only di provided as serial number is unknown.